Manufacturer narrative:
The customer indicated that the device will not be returned for analysis. However, review of the IFU shows that this device was manufactured with some type of pad. (B)(4).

Event description:
Three patients reported the same complaints to the hospital (B)(6). After arcr (arthroscopic rotator cuff repair) operations using t-max, the patients experienced swelling on their back and hip. The patients cpk levels were approximately 10000 ~ 15000. After the incident, snekk sales rep told the facility to put a cushion material between the patient and the device. The patients were inserted an intravenous drip for 3 or 4 days with careful attention to cpk. We have not received any other intervention information aside from the intravenous drip. The swelling was noticed after the procedures were completed. The device will not be returned for evaluation.